Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced air bubbles in the infusion set and reservoir. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-342. Troubleshooting was performed and noticed the air bubbles during therapy. No harm requiring medical intervention was reported. No product return is required for mmt-441ag. Mmt-342 was requested and customer response was the device will be returned the customer will discontinue use of the device mmt-342.

Manufacturer narrative:
Evaluated one partial opened/used reservoir (no transfer guard and plunger returned). Inspected reservoir's o-rings, septum and stopper groove for anomalies, and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent no air bubbles were observed during filling and connected to a new quick set. Installed reservoir and connector into a 7xx pump; performed manual prime and unit is working as expected in summary, reservoir passed functional test, air bubbles anomalies were not found during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.